Event description:
A report was received that a patient had been reprogrammed several times, but was unable to receive stimulation in the areas where needed. An x-ray indicated that the patient may have been implanted with one "a ghost contact", which was a known issue as the result of leads manufactured prior to (B) (6), 2006. The patient was revised to have lead replacement surgery.